Event description:
The patient underwent a knee arthroscopy procedure using an arthrocare tristar 50 with integrated cable. It was reported that some parts of the wand got loose in the patient and they are still in the patient. There is no plan to re-operate to remove the pieces. Additional information for this event was requested but not provided.

Manufacturer narrative:
Patient info was requested but not provided. The device is returning to arthrocare for investigation. A follow-up report will be provided once the device investigation and lot history review are completed.